Manufacturer narrative:
We are still waiting for additional information about the user.

Event description:
It was reported that the bolt holding the backrest of the rifton trike broke, potentially allowing the client to slide backwards.